Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while the customer was sleeping. The customer's blood glucose was 442 mg/dl. The customer stated that she did not feel well. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis. She was unable to troubleshoot at the time of the call and the cause of the issue could not be determined, since she had already pulled the infusion set out. She was advised that the infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.